Manufacturer narrative:
The issue was reported on (B)(6) report, however based on a second review the complaint was determined not reportable.

Event description:
The implant dropped from the implant driver.